Event description:
I had a lumpectomy in (B)(6) 2024 after receiving a diagnosis of early-stage breast cancer. The surgeon implanted a hologic biozorb marker during the surgery. Around the beginning of (B)(6) 2025, I started having increasing discomfort in the area the marker was implanted. A feeling of needles, soreness, pinching, swelling, especially when driving, using my computer mouse for work and bending over.